Event description:
The physician uneventfully delivered the catheter to the clot in the middle cerebral artery (mca). However, as the physician was retrieving the catheter, the device distal tip broke off and the broken distal fragment remained inside the patient near the mca. There was no action taken to remove the broken distal tip. The procedure was completed and the "vessel was successfully revascularized and returned to almost normal, no apparent consequences" to the patient due to the reported event.

Event description:
The physician uneventfully delivered the catheter to the clot in the middle cerebral artery (mca). However, as the physician was retrieving the catheter, the device distal tip broke off and the broken distal fragment remained inside the patient near the mca. There was no action taken to remove the broken distal tip. The procedure was completed and the "vessel was successfully revascularized and returned to almost normal, no apparent consequences" to the patient due to the reported event.

Manufacturer narrative:
(B)(4): the device is not available to the manufacturer.

Manufacturer narrative:
Correction: product available to stryker - corrected. Results unspecified: for the reported issue of a broken catheter shaft was not confirmed. Conclusion: for the reported issue of a broken catheter shaft was not confirmed. This report is related to the user medwatch report reference number (B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device did not find any breaks on the returned device. The catheter shaft was found to be kinked at 136 cm and from 143 cm to 148 cm from the hub. Resistance was encountered as a 0.0020" mandrel was introduced through the catheter hub during functional test and the mandrel did not advanced out the distal due the series of kinks. All dimensions were within specification. The cause of the observed kinks is considered to be related to procedural factors, therefore; it is most likely the cause of the kinks is related to operational context. The reported issue of a broken catheter shaft was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the distal tip of the catheter was separated and the marker band was missing. The catheter shaft was found to be kinked at 136cm and from 143cm to 148cm from the hub. Resistance was encountered as a 0.0020" mandrel was introduced through the catheter hub during functional test and the mandrel did not advanced out the distal due the series of kink. The additional information received stated that continuous flush was not utilized throughout the procedure that could have contributed to the reported difficulties. Friction was most likely encountered during the procedure due to continuous flush not being used. Excessive force used to overcome the resistance would have contributed to the event leading to the separation of the marker band from the catheter. The labeling states: "in order to achieve optimal performance of stryker neurovascular microcatheters and to maintain the lubricity of the hydrolene coating surface, it is critical that a continuous flow of appropriate flush solution be maintained between the stryker neurovascular microcatheter and guide catheter, and the microcatheter and any intraluminal device." "Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the microcatheter or guidewire against resistance could dislodge a clot; perforate a vessel wall, or damage microcatheter and guidewire. In severe cases, tip separation of the microcatheter or guidewire may occur. "Therefore, it was determined that the cause of the reported event considered to be use related.

Event description:
The physician uneventfully delivered the catheter to the clot in the middle cerebral artery (mca). However, as the physician was retrieving the catheter, the device distal tip broke off and the broken distal fragment remained inside the patient near the mca. There was no action taken to remove the broken distal tip. The procedure was completed and the "vessel was successfully revascularized and returned to almost normal, no apparent consequences" to the patient due to the reported event.